Event description:
The manufacturer received info alleging a ventilator was frequently alarming. There was no pt harm or injury reported.

Manufacturer narrative:
The device was evaluated by the manufacturer and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the failure. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm as designed.